Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep clarifying they received the information asking about the issue on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was experiencing electrical shocks when using their new electrical blanket. They noted their skin felt ripply like undulating plastic causing it to be uncomfortable for them to touch their spouse. They also experienced static when touching and had seen a spark a few times. The issue still occurred when both sides of the blanket were off but still on at the power point. When the blanked was turned off at the power point the sensation went away, then turning it back on at the power point causes it to return. They exchanged the blanket for a new one and it returned. No further complications were reported as a result of this event.